Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dialudid dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient was in the hospital due to a problem not related to the pump and missed their refill appointment. The pump went dry. The event date was noted as (B)(6) 2016. The pump was refilled on (B)(6) 2016. No patient symptoms were reported.

Event description:
Additional information was received from the health care provider. The patient's medical history included chronic low back pain, lumbar degenerative disc disease, lumbar radiculopathy, lumbar spinal stenosis, chronic neck pain, and cervical postlaminectomy syndrome. Prior to the missed refill, the patient's pump was programmed to deliver dilaudid at 0.7 mg/day. The patient had a personal therapy manager that was programmed to deliver an additional 0.2 mg bolus. The personal therapy manager allowed the patient to receive 1 dose in 4 hours with a maximum of 6 doses per day. The patient's family member had canceled the patient's refill appointment. The patient experienced increase pain and decreased mobility. The patient was contacted by the health care provider's office when the appointment was missed and was scheduled for a pump refill as fast as the family could bring her in. The symptoms were mild as the patient was not using the personal therapy manager and still had 1 cc of medication left in the pump at the time of the make-up refill appointment on (B)(6) 2016. The pump was refilled with a 20 ml solution of 15 mg/ml dilaudid and 10 mg/ml bupivacaine. The health care provider stressed to the patient's family the importance of keeping pump refill appointments and the patient was discharged home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.